Event description:
A steam sterilizer released steam from the door while a tech was writing on a cycle tape dispensed from the printer which is located above the door. The sterilizer had indicated the chamber was empty of steam. The tech received a burn on his arm and had an antibiotic cream and dressing applied by a co-worker in the or. The tech then returned to work.

Manufacturer narrative:
Same device currently being evaluated at MFR to reproduce malfunction.